Event description:
It was reported that this patient developed an infection of the pacemaker system. The system was explanted (exact date not provided) and the patient was treated. On (B)(6) 2024, the patient received external pacing via the original pacemaker and a temporarily implanted lead. Subsequent to full treatment, the patient received another pacemaker system implant on (B)(6) 2024, with which an antibiotic pouch (tyrx) was also used. Recently, this system also became infected. The physician was also questioning whether the patient could be allergic to some of the materials used in the implants and was requesting information in order to investigate further. No additional adverse patient effects were reported. It was additionally reported that the second device system was explanted on (B)(6) 2024. It was planned to re-implant the patient at some point, likely using a smaller competitor device. It was determined that the physician did not suspect any device components to have contributed to the repeat infections.

Event description:
It was reported that this patient developed an infection of the pacemaker system. The system was explanted (exact date not provided) and the patient was treated. On (B)(6) 2024, the patient received external pacing via the original pacemaker and a temporarily implanted lead. Subsequent to full treatment, the patient received another pacemaker system implant on (B)(6) 2024, with which an antibiotic pouch (tyrx) was also used. Recently, this system also became infected. The physician was also questioning whether the patient could be allergic to some of the materials used in the implants and was requesting information in order to investigate further. No additional adverse patient effects were reported.